Event description:
The customer called and reported the sensor was giving a reading of 100 mg/dl while customer's blood glucose was 36 mg/dl. Troubleshooting was performed. Insertion and calibration techniques were reviewed. Customer was advised the sensor would be replaced but will not be returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-18985 regarding this event.